Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had not been working for more than two months and she was trying to get it replaced. The patient also reported that the paddle lead that was connected to her implantable neurostimulator (ins) was totally broken and an evaluation that took place on (B)(6) 2017 showed that ¿nothing worked¿. The patient also stated that they had an appointment on (B)(6) 2018 to resolve the issues and she was supposed to take a manufacturer representative (rep) with them. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the rep was not aware of the broken lead until the day of the initial report. The rep also reported that the impedances were out (>10,000 ohms) during visit on (B)(6) 2017. The patient had a surgical consultation with the physician on (B)(6) 2018 but the rep was not present and had no further information regarding that appointment. In conclusion, the root cause of the lead break and the resolution remains unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s first appointment with a surgeon regarding the implantable neurostimulator not working and the broken paddle lead was on (B)(4) 2018 the patient also noted that she weighs (B)(6) pounds less than when the implantable neurostimulator was installed. The circumstance that led to the implantable neurostimulator not working and the broken paddle lead was that the patient fell. There were no patient symptoms or complications reported.